Manufacturer narrative:
Blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, or verify unexpected restart alarm, reset anomaly, off no power alarm due to blank display. Insulin pump had minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump kept alarming unexpected restart. The customer could not turn the insulin pump on because it reset every time. The unexpected restart occurred shortly after inserting a new battery. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.